Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "implant exchange with no complaint against the device". Healthcare professional later reported "capsular contracture baker grade unknown". Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Healthcare professional later reported "capsular contracture baker grade unknown". Patient undergone capsulectomy. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, opening was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.